Event description:
It was reported that the patient presented in the hospital for lead revision. The patient's right atrial (ra) lead exhibited high impedance. The ra lead was capped and replaced on (B)(6) 2025. The patient was in stable condition.